Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing intermittencies. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. The recipient is experiencing decreased performance despite testing within normal limits. The recipient reportedly experienced partial insertion with tip fold over and experiencing loudness growth. Revision surgery is scheduled.